Event description:
IV pump was infusing amiodarone at 33.3 cc/hr. No alarms sounded on the infusion pump. After a few moments, the nurse noticed that the IV solution was running at a wide open rate. The pump was immediately stopped. Connections were checked. The pump was immediately withdrawn from the bedside. The drug was stopped on the day of the event, and restarted the next day. The patient was transferred to a ltac facility the next day. He arrested in the ltac facility two days later, and returned to this facility. He arrested again within 2 hours of arrival and expired.